Event description:
It was reported by repair work order that the customer alleged that the siderail will not latch. Upon inspection of the unit by the service technician, it was identified that the patient left siderail would not latch.